Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of an unspecified medication. The clinician intended to infuse 30ml however, the pump indicated 38.7ml was infused instead of 30ml. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of an unspecified medication. The clinician intended to infuse 30ml however, the pump indicated 38.7ml was infused instead of 30ml. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported over infusion was not duplicated during testing, however, a review of the logs observed a discrepancy in measured volume due a change in syringe selection. Additionally, a faulty barrel clamp sensor was observed during laboratory testing that may have contributed to the reported concern by displaying additional syringe options when compared to a known good pca module. The returned pca module was tested through asm v12.3.0. Test results show the device failing the binary switches portion of the preventive maintenance task due to barrel clamp failing to detect open position. The pca was replaced with a good known sizer sensor and the binary switches test was performed again; the results of the test observed the pca to pass the binary switches test with a good sensor. Functional testing was performed on the suspect pca module, the pca was observed to infuse as intended. The pcu event and error logs were retrieved from the systems to ascertain event details associated with the reported event. The facility reported the date of the event to be on 18jun2024, the time of the event was reported as 6:00 am. A review of the pcu error logs did not observe any errors that could have contributed to the reported event. The pcu observed error code 600.6840.5 cib_ ss cib_connect_failed (this is an incidental finding that does not contribute to the reported event). The pcu event log observed the pca module to be powered on 14jun2024 at 05:30 am; the pca module s/n (B)(6) was connected as channel c and the profile was observed as adult. On (B)(6) 2024 at 9:21 am the device was programmed to infuse an infusion of drug ID 327 hydromorphone. (Pca only infusion), pca dose= 0.3mg, lockout interval= 12 minutes, max limit= 6mg/4h, concentration= 1mg/1ml, syringe volume= 45.2ml/hr, primary volume infused (pvi)=54.1ml, secondary volume infused (svi)= 0ml. The syringe infused per pca dose request until the syringe type was noted to be changed from a 35ml monoject syringe to a 30ml bd plastipak syringe. On 15jun2024 at 9:23 am, a noted change in syringe selection was made. The new syringe selected was noted as a bd plastipak 30ml syringe. The volume read before the change in syringe type read as 26.37ml, and once the change was made the volume read as 21.20ml. It was noted that this change caused a discrepancy in a total volume measure of 5.17ml. External inspection found both left and right iui connectors and handles to be in good condition. The front cover and rear case were observed to be cracked in the bottom front corners. The barrel clamp assembly was observed to have a cracked handle (this is an incidental finding that does not contribute to the reported event). The front cover bosses were observed to be damaged (this is an incidental finding that does not contribute to the reported event). The internal components and cable connections, knob actuator assembly, force sensor, and carriage block cable were observed to be in good condition. Per the alaris system user manual v9.19, the following should be performed when programming a device for infusion: review and verify that all parameters pre-populated on the system are correct prior to starting the infusion. Verify proper pca infusion setup; warnings are noted that the clinician is to ensure the displayed syringe manufacturer and size are correct with the syringe that is installed to prevent potential under and over infusions. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported event of an over infusion of a pca module is being attributed to the selection of the wrong syringe type and a change in selection of syringe type mid infusion that caused a discrepancy in measured volume. Additionally, a faulty barrel clamp sensor was observed during laboratory testing that may have contributed to the reported concern by displaying additional syringe options when compared to a known good pca module.

Event description:
It was reported that there was an over infusion of an unspecified medication. The clinician intended to infuse 30ml however, the pump indicated 38.7ml was infused instead of 30ml. There was patient involvement but no harm.